Event description:
Patient arrived on the unit with neutron cap in place. When I did a lab draw, I was unable to clear the cap of blood with flushing. Patient required a cap change to resolve the problem. Did not clear blood after lab draw using stopcock. ICU medical notified. Cap disposed of so unable to send back this is a recurring issue. There was no detectable harm